Event description:
Overnight tuesday into wednesday morning an upgrade occurred with the bd logistics software. There was an issue with this upgrade that caused the pyxis interface between epic to be down. This meant that no new orders or patients were showing up in the pyxis machines. Nurses were able to add temporary patients and pull medications on override, if needed. Then, when the interface issue was fixed, all users were suddenly unable to log into the devices at all. This not only affect our hospital, but our entire health system. This meant no medications could be dispensed from the machines, even on override throughout the entire hospital. We attempted to manually dispense medications from pyxis machines by opening with the keys and having a pharmacist dispense needed medications. We learned we could manually open the drawers, but there is no way to manually open the cubie pockets, therefore no medications could actually be manually dispensed. This led to delays in patient care and medications being received by patients. I verified with the pyxis team and they acknowledged cubies could not be manually opened to dispense. They voiced this was a never event so this feature was not built in to the pyxis cabinets. This happened again on (B)(6) 2023, although this time it was a single device and not hospital wide. The pyxis cabinet in a nursing unit was undergoing an update at 1:15 am on (B)(6) 2023 which did not occur correctly. Unfortunately, no one was informed by the pyxis team this upgrade was going to occur. During the upgrade a blue screen came up. Despite calling bd customer support, the issue was unable to be resolved. The pyxis technician arrived around 8:30 am on (B)(6) 2023. The machine was down all day and no medications would be dispensed including emergency medications as the cabinet was completely not functional. This was resolved at 4:45 pm on (B)(6) 2023.